Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was suspected intermittent right atrial (ra) lead under-sensing and right ventricular (rv) lead over-sensing during recorded episodes. The leads remain in use. No patient complications have been reported as a result of this event.